Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 04-mar-2016: no further information could be obtained despite follow up attempt. Company causality comment: this spontaneous and medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Then, on unspecified date, essure was removed and it was difficult to remove them intact. This event is serious due to required intervention and listed in the reference safety information. Considering surgical procedure (hysterectomy or salpingectomy) may be required for device removal and in this case it was informed that it was a difficult extraction, causality with suspect insert cannot be excluded and therefore this case is regarded as incident. Based on available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Event description:
This is a spontaneous case report received from a health care professional in united states on 30-oct-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date for permanent contraception. Patient requested removal of essure, she did not have any issues but just wanted removal in light of the recent media attention on essure device. Essure inserts were removed and health care professional stated that she had difficulty removing the coils intact. The product technical complaint investigation results which ptc number is (B)(4) was received on 22-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Then, on unspecified date, essure was removed and it was difficult to remove them intact. This event is serious due to required intervention and listed in the reference safety information. Considering surgical procedure (hysterectomy or salpingectomy) may be required for device removal and in this case it was informed that it was a difficult extraction, causality with suspect insert cannot be excluded and therefore this case is regarded as incident. Based on available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information has been requested.